Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm multiple times during fill 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient stated they were prescribed a prophylactic antibiotic, cephalexin (250 mg, oral, three pills daily for three days). Despite the prophylactic antibiotic, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the manufacturer received one complaint product sample with lot number 23ar08086 from the product 050-87216. The sample was received open without its original packaging. The complaint product sample was disinfected. As the complaint product sample was being disinfected and prepared for analysis, a leak was found on the cassette film. The complaint product sample was visually inspected, during the visual inspection with the microscope a cut on the cassette film was found. No damage was found in the hard plastic of of the cassette. After further inspection, no other problems were found. A DHR review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The reported issue was confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm multiple times during fill 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient stated they were prescribed a prophylactic antibiotic, cephalexin (250 mg, oral, three pills daily for three days). Despite the prophylactic antibiotic, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The cycler set is available to be returned to the manufacturer for physical evaluation.